Event description:
Reporter alleged obtaining the results of 60 mg/dl and 362 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery (rca). The physician attempted to place the 2.50x32 taxus liberte stent, but was unable to cross the lesion. Upon examination, stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as "good".